Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath presented visible air bubbles. The faradrive was prepped per instruction for use. The sheath was inserted into the left atrium and the dilator was removed for non-boston scientific catheter to pre-map. When aspirating and flushing, excessive air was continuously being aspirated. Additionally, the hemostatic valve was leaking. The sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The device was contaminated, and not expected to be returned for analysis.